Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device and the event date are unknown. As a result of checking the manufacturing record for past one year from the date of receipt of the report, it was found no irregularities. It is presumed that the clip did not detach due to the condition of the clipped tissue. However, the cause of the event could not be identified because the actual product could not be confirmed.

Event description:
We received the following report from the patient. Three or four years ago she underwent a polypectomy. Three polyps were removed and the hemostatic clips were placed on the each treated regions. One of the clips has not fallen off spontaneously and still has remained inside the patient. She has a pain as if it were pulled. It was reported that she visits another hospital currently. No further information including model name was provided.